Event description:
The customer states there was no power to the c-arm. No patient injury was reported.

Manufacturer narrative:
The ge service rep troubleshot the system, then checked and tightened the input power and grounding connections to unit which included ac pwr plug; tb-1 and iso. X-former tap nuts. He ordered parts. The rep removedand replaced intelligent shutdown pcb and tested=ok. The unit is operating as intended.